Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg), where it was unable to charge beyond two bars. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several days ago from date manufacturer was made aware.